Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was included in the recent mv sensor signal oversensing advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated that muscle stimulation was also occurring. The physician was unsure whether there was a lead or header issue and thus proceeded with a lead revision procedure. The leads were tested through a pacing system analyzer (psa), during the procedure, and the impedance issue could not be recreated. This pacemaker was thus explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch due to out of range impedance measurements (greater than 2000 ohms) with the other manufacturer's atrial and ventricular leads. Noise was also observed, which resulted in oversensing. In a few episodes, oversensing signals showed appearance consistent with minute ventilation (mv) oversensing. The patient was seen in the clinic. Isometric testing was performed, which did not reveal any noise in bipolar configuration. Programming changes were made to mitigate additional episodes of oversensing. No further actions have been taken at this time and the physician will continue to monitor the situation. The patient is not pacemaker dependent. There were no adverse patient effects reported.